Event description:
Patient reported right side rupture, "peri-implant fluid", infection with early phlegmon". Pt additionally reported non device related events of "epigastric pain" and "extensive diverticular disease". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection (late onset) and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, infection (late onset), and seroma-late.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6a, d6b, g2, h6.

Event description:
Healthcare professional additionally reported no rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b.

Event description:
Patient reported right side rupture, "peri-implant fluid", infection with early phlegmon". Pt additionally reported non device related events of "epigastric pain" and "extensive diverticular disease". Healthcare professional additionally reported no rupture. The device has been explanted.